Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 6045 on a vitros xt 7600 integrated system. Patient 1 vitros tropi es result of 0.113 ng/ml versus the expected result of 0.013 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher-than-expected vitros tropi es result of 0.113 ng/ml was reported from the laboratory. However, a corrected report of 0.013 ng/ml was later issued for the patient and no treatment was initiated, altered or stopped based on the initial higher-than-expected result. There was no allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 6045 on a vitros xt 7600 integrated system. No issues were identified with qc fluids or the accuracy and precision of the vitros assay based on historical qc data for tropi es lot 6045. However, since no control fluid with a troponin I concentration at or below the url is processed, the performance of reagent lot 6045 at or below 0.034 ng/ml cannot be confirmed, and a reagent issue cannot be entirely ruled out. Within run precision testing indicates that the vitros xt 7600 integrated system was performing as expected around the time of the event, however, as an insufficient number of replicates were processed an instrument issue cannot be entirely ruled out as a contributor to the event. In addition, pre-analytical sample processing cannot be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 6045.